Event description:
It was reported that the customer went to the hospital due to diabetic ketoacidosis and a blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a manual insulin injection and a bolus via the pump to address bg level. Reportedly, air bubbles were observed within the canister. Customer performed a supply change to address the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.